Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Failure during cardiac arrest.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 09/2011 and is approximately 9.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation purposes. A device history record review was performed with no evidence to suggest a manufacturing related cause. The complaint root cause cannot be established. The complaint cannot be confirmed.

Event description:
Failure during cardiac arrest.